Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 9610622-2010-00551.

Event description:
It was reported, the flexible reamers bent while reaming, it is believed that this was during the same case. Were used with a ball tip guidewire."